Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient had a loss of stimulation. The patient stopped feeling stimulation. The patient fell about a month ago they stated. The patients stimulation was on and at 3.2 volts. The patient increased their stimulation to 10.10 v and still did not feel stimulation. The patient was forwarded to their healthcare provider (hcp).the manufacturer's representative (rep) stated that they fell (B)(6). The patients impedances were check and it was noted that electrodes 0-6 were greater than 10000 ohms. Electrodes 7-15 were within normal range. The patient was reprogrammed on electrodes 7- and 15+ and were able to recapture coverage. The issue was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.